Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. Approximately 1.5 years post initial procedure, a type iiia endoleak with component separation between the bifurcated and two (2) suprarenal devices. The physician elected to treat the patient by relining with the ovation ix system (one (1) main body and two (2) ilic limbs) and an infrarenal afx device on (B)(6) 2019. The endoleak was confirmed resolved and the patient tolerated the procedure well. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type iiia endoleak at the mid aorta with complete component separation and secondary endovascular procedure. Procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined. In addition, unable to identify the contributing factors due to the lack of the relevant medical records and images. The final patient status was reported to be in stable condition. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.